Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter act-diff analyzer. The volume of the leak was about 2 micro liters and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the probe was dripping at the startup cycle. The fse replaced the dual diluent filters and the leak was fixed. The repairs were verified per established procedures. Failure mode: the leak was repaired by replacing the dual diluent filters. Beckman internal identifier number for this report is (B)(4).